Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. Technical services (ts) was consulted and noted no evidence of lead noise. The shock impedance has been fluctuating, while all other lead measurements were within normal limits. Ts recommended continued monitoring. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.